Event description:
The manufacturer received information alleging a "ventilator service required" alarm was displayed while the device was in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's detachable battery was replaced to address the issue. Additionally, the device's software version was upgraded from 1.06.05.00 to 1.06.10.00.